Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas on behalf of her daughter (the patient) alleging that keypad button presses did not activate desired pump functions. She claimed that the issue had been occurring for a couple of days. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Through troubleshooting, the reporter noticed that the keypad was torn and peeling. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was torn over the up and down arrow keypad buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts and the down arrow button contact was found to be inverted.